Manufacturer narrative:
Device is reported available for return; however, it has not been received.

Event description:
Event involved a primary plumset, pe lined tubing, 107 inch where it was stated in the report that there was a leakage at drip chamber and cassette. There was patient involvement but there was no patient harm as a result of this event.

Manufacturer narrative:
Device received : 8/8/2025. Investigation summary received one (1) used sodium chloride 09% 250ml IV bag; lot# unknown with one (1) used clave spike and one (1) used spiros, spike bag connected to one (1) used list# 142480489, primary plumset with one (1) used ext set with filter for inspection. As received, no damage or anomalies noted. Received one (1) photo of set. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms generated and no restrictions in flow were observed. The set was leak tested and no leakage was observed. The reported complaint of leakage cannot be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.